Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a bent collet. Fse replaced collet # 3. Plunger clamp, lld spring and compression spring, then verified hold and pull force. The instrument was tested without further problem and was returned to expected operation.